Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had previously had a lead implanted that was unable to be explanted (reference MFR report: 3008829311-2016-00051). During a procedure to address replacement leads having migrated (reference MFR report: 3008829311-2018-00073 and MFR report: 3008829311-2018-00074), the physician attempted to remove the lead associated with MFR report: 3008829311-2016-00051. However, when the physician attempted to remove the lead, it was suspected that a portion of the distal end broke and possibly remains inside the patient. Additional information regarding the implanted device was not provided to the manufacturer as the patient was implanted while stationed in the (B)(6).